Manufacturer narrative:
System has not been evaluated at the time of this report.

Event description:
A medtronic rep reported that the axiem navigation system was powering off intermittently during a cranial shunt placement surgery. The surgeon discontinued use of the navigation system for the surgery. No pt harm occurred.